Event description:
It was reported that additional information was received on (B)(6) 2021, it was reported that the patient with the pacemaker was seen in-clinic for right ventricular (rv) monitoring. The rv impedance showed a decrease to 120 ohms and an rv threshold increased. There was no asystole and no symptoms consistent with loss of capture documented by the patient. The device was reprogrammed. The patient will be scheduled for a new rv lead in the coming months. No adverse patient effects were reported. The pacemaker and competitor rv lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).